Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received. No lot number was reported so the device history record could not be reviewed for discrepancies.

Event description:
It was initially reported that the surgeon was complaining about the functionality of the device. Upon request for additional information, it was reported that after clips are released, the applier jaw got stuck to surrounding tissues and pulls tissue. There was no reported patient harm or injury. An new device was used to complete the procedure.